Manufacturer narrative:
H4: the lot was manufactured from march 04, 2020 - march 05, 2020. H10: the device was received containing 42ml of residual drug fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date/therapy date: this event occurred during the unspecified date of (B)(6) 2021. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) ran very slow. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.